Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant the right ventricular (rv) lead was suspected of micro-dislodgement and possible perforation. It was noted that the rv thresholds had been steadily increasing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.